Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that mutiple of the same altitude alarms occurred. Cts emailed customer to follow up with troubleshooting. No other information is available.